Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced stimulation that felt like low voltage shocks. In addition, the patient previously collasped and was brought to the emergency room when capture was lost during a threshold test.